Manufacturer narrative:
The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including fast testing without duplicating the report. The error was cleared and did not re-occur. The device was recertified and returned to the customer. It's important to note that the electrodes returned with the unit were expired, the pads were replaced. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device failed for high impendence. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.